Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred. The customer reported a blood glucose (bg) level up to 499 (mg/dl) and moderate ketones. System check with tandem technical support indicated the pump was performing as expected; however, the customer had not interacted with the pump for more than 12 hours. It was recommended that the customer contact their health care provider to discuss adjusting the auto off safety feature. Per the customer's request, the customer was guided through how to adjust the auto-off safety feature to 16 hours.